Event description:
A trilogy evo ventilator was reported to have failed active exhalation verification during testing resulting in a failure to calibrate. There was no patient involvement, and no harm or injury reported. The device's 3-way solenoid valve and proportional valves have been ordered to address the issue. Follow-up repair to be handled by philips field service engineer. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.